Event description:
It was reported that the pump would not advanced to allow customer to perform fill tubing process during the load sequence. Customer removed cartridge and started the load process again to resolve the issue. The customer's blood glucose level was 300 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.